Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the screws from the hex rod to the head and foot were broken causing the hex rod to move and not engage properly at the brake casters. The technician replaced the two hex rods and screws to repair the stretcher.